Event description:
It was reported that the patient had been hospitalized on an unspecified date. The patient's blood glucose levels were not reported. The duration of Pod wear was not provided. No further information regarding Pod is available. Treatment details and the hospital discharge date was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Cloud - Locked Down/Smartphone: Data not available.Cloud - Omnipod 5 Software App Version: Data not available.Cloud - Smartphone Operating System: Data not available.Cloud - Smartphone Hardware: Data not available.Cloud - CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.